Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 9/28/2021. H.6. Investigation: bd received one hundred (100) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for decapping/loose caps was observed, as the photos show evidence of blood leakage from a tube. The customer¿s indicated failure mode for closure separation was not observed, as the photo provides no evidence of hemogard caps detached from the rubber stoppers. Twenty-nine (29) of the customer samples were evaluated by functional testing and the indicated failure mode for decapping/loose caps with the incident lot was not observed. The same twenty-nine (29) customer samples were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for decapping/loose caps was observed. Twenty-nine (29) retention samples from bd inventory were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was not observed as there was no evidence of stopper/cap separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure modes of decapping/loose caps based on the provided photo and retention sample testing and closure separation based on the returned sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#: 3741863.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced rubber stopper issues (stopper/shield separation). This event occurred six times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap. After filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was observed as an improperly seated cap led to blood leakage. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout based on the photos provided and retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced rubber stopper issues (stopper/shield separation). This event occurred six times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap after filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit.